Event description:
A pump malfunction was reported, with alarm 20 recurring multiple times over four weeks during the pumping process. There was no adverse impact to the customer's blood glucose level. Despite efforts to load a new cartridge, the alarm persisted. Consequently, technical support arranged for pump replacement, instructing the customer to load the new cartridge properly. The customer was advised to put the pump in storage mode before returning it within ten days using a prepaid label, and it was confirmed that the pump was under warranty.